Event description:
Article alleged: complaint of back pain, nausea, vomniting, pancreatitis were espressed by pt after 4 hours of dialysis treatment. Although not directly observed, it was speculated that hemolytic reactions were caused by kinked blood lines. Complaints of this nature were investigated under fir #93015. Product #0392035 under same complaint.